Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (250.0 mcg/ml at 249.78 mcg/day) and bupivacaine (7.3 mg/ml at 7.2937 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient reported to the clinic for intrathecal (it) dose adjustment secondary to decreased mentation and fatigue. The patient reported dizziness on (B)(6) 2017. The patient reported difficulty urinating on (B)(6) 2017. The patient reported decreased mentation and fatigue on (B)(6) 2017. The pump was reprogrammed as an intervention on (B)(6) 2017. The patient reported increased weakness and intermittent episodes of hallucinations on (B)(6) 2017 requiring wheelchair use. The pump was reprogrammed as an intervention on (B)(6) 2017. Laboratory testing on (B)(6) 2017 gave results of a uti (urinary tract infection). The pump was refilled with new medications in effort to alleviate side effects. The event resulted in an unscheduled clinic or office visit. The outcome was resolved without sequelae on (B)(6) 2017. The clinical diagnosis was intrathecal medication side effects. The etiology of the event was noted as possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drugs hydromorphone and bupivacaine with the drug action that caused the event being therapy initiation. It was further reported that the cause of the symptoms was indicated to be it medication side effects. It was noted that no overdose was indicated. No further complications were anticipated/reported.